Event description:
Complainant alleged that during the biomedical department's routine testing and prevenative maintenance, the monitor screen would only power up when the device was plugged into an a/c outlet. When the unit was unplugged from a/c, it powered off, even though the unit has a battery backup. The complainant indicated that there was no pt involvment in the reported failure.